Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was connected with the customer. As the fse was not yet on site, several photos of the device condition were shared. The fse informed the customer that the loosely connected maj-1430 was likely the cause of the image failure and recommended ordering a replacement. The fse went on to recommend the customer order the new cable soon so the component would be on site when he arrived to repair the device. The customer noted a full schedule and planned to handle the replacement order the following monday. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was experiencing an intermittent image. According to the initial reporter, the image was cutting in & out, and the nursing staff had taped the cable together. There was no patient harm reported as a result of this event.